Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally began to deliver a bolus that was too large due to the customer entering an incorrect number of carbohydrates into the pump screen. Reportedly, the customer cancelled the bolus, and called tandem technical support for assistance with determining the amount of insulin that had been delivered. Tandem technical support assisted the customer on accessing the bolus history to obtain this information successfully. The customer's blood glucose level was 85 mg/dl.